Event description:
It was reported that the ventilator generated alarms indicating a high airway pressure and a high respiratory rate. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No service has been requested by the customer. It was reported that the ventilator generated alarms indicating high airway pressure and high respiratory rate. The received device logs revealed that the ventilator alarmed for airway pressure high, respiratory rate high and expiratory minute volume low at date of the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The generated alarms indicates an increased expiratory resistance in the patient¿s breathing system. According to the customer, the ventilator was absolutely fine and they believe that the third-party humidifier was faulty (not switched on) and led to excessive rainout. The humidifier has been sent separately for repair. Our conclusion is that there was no ventilator malfunction. The ventilator detected and generated alarms as expected. The root cause for the reported issue could not be determined but according to the customer is related to the third party faulty humidifier. H3 other text : 4111.

Event description:
Manufacturer's ref.#: (B)(4).